Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned applier revealed that the jaws of the applier are broken. The top jaw is missing. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. Functional inspection was performed by attempting to engage the trigger using hand pressure. Once the trigger was engaged, one clip attempted to load into the jaws. However, there is no top jaw for the clip to load into or to force the clip closed. The clips will load and release, however the clips will not close. The trigger was engaged until all clips remaining were released. The applier was received with 6 clips remaining in the cartridge indicating that the end user fired 9 clips. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU also instructs the end user, "always check the alignment of the applier jaws before use, otherwise, patient injury may other remarks: occur." The reported complaint of the clip not closing was confirmed based upon the sample received. The applier could not close clips as the top jaw was missing from the applier. The applier was received with 6 clips remaining in the cartridge indicating that the end user fired 9 clips during use. The IFU for this product instructs the end user "always check the alignment of the applier jaws before use, otherwise, patient injury may occur." At the time of manufacturing assembly, the auto endo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Event description:
Reported event: the applier misfired and the clips were not closing, another applier was used to complete the surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600322 investigations did not show issues related to the complaint. The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the applier misfired and the clips were not closing, another applier was used to complete the surgery. The patient's condition was reported as fine.